Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had 8 back surgeries and at least 3 or 4 back surgeries were related to their therapy. The patient could not remember clarifying dates or answer further follow-up questions regarding these surgeries due to the patient¿s memory problem (confirmed unrelated to their device). When clarification was attempted to be obtained regarding the 3 to 4 surgeries related to the patient¿s therapy, the manufacturer representative (rep) indicated that to their knowledge and according to their records the patient had not had any additional surgeries related to their system that was placed in 2017.